Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, rectocele and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary and bowel problems. No additional information was provided. (B)(4) - urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that following insertion the patient experienced dyspareunia, painful urination, urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of an anterior and posterior repair, bladder neck suspension and cystoscopy during mesh implantation.